Event description:
It was reported that when the needle was removed, the tip of the needle was bent, and the safety mechanism was not activated properly. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the needle was removed, the tip of the needle was bent, and the safety mechanism was not activated properly. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation was one 22 g x 0.75 in. Safestep infusion set. The returned product sample was evaluated, and the needle was observed to be bent just distal to the safety mechanism, which was returned not activated. The following observations were noted during the sample evaluation: usage residue was seen on the sample which indicated that the product had experienced at least some use. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The tip of the needle bevel appeared unremarkable. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Based on the evidence provided with the returned sample, it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product; however, no evidence was observed which supported a specific root cause of the event.